Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was chosen or implant using an amplatzer amulet delivery sheath. The dimensions of the defect were 25mm as recorded by a scanner and 23mm via echocardiogram. These two measurements were the deciding factor in the device size. The next day, on (B)(6) 2022, it was discovered that the device embolized into the left ventricle and the patient experienced a cardiogenic shock. Emergency open heart surgery was required to remove the device and ligature the left appendage. There was no device implanted. The patient is stable and hospitalized. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device embolized into left ventricle and cardiogenic shock was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.